Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The repositioning procedure was unsuccessful and the lead was explanted and replaced. The lead was discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This left ventricular (lv) lead was discarded at the hospital and thus will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.